Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During revision surgery it was noticed that the trunnions and the head presented a black substance. The cup was revised and the head was exchanged with a new head and sleeve.